Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer was instructed to reset pump to clear malfunction alarm, however declined further troubleshooting. Customer reverted to an alternate method of insulin therapy.